Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Prior to going to the ER, the customer delivered a correction bolus in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the ER and was released from the ER on (B)(6) 2023 with no permanent damage. The cause of the reported issue was unknown. A system check was performed by tandem technical support and determined that the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.